Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Band deployment difficulty can occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user: "note: knot must be seated into hole or handle will not function properly." A precaution in the instructions for use states: "it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." System preparation in the instructions for use states: "attach barrel to tip of endoscope, ensuring barrel is advanced onto tip as far as possible. Note: when placing the barrel onto the distal end of the endoscope, ensure that the trigger cord does not become pinched between the barrel and the endoscope." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for a procedure, the user selected a cook 6 shooter saeed multi-band ligator. [It was] impossible to launch the elastics [bands will not deploy] because of a fault on the launching [trigger] cord. [It was] impossible to tense the launching [trigger] cord. It was impossible to turn on the power. This incident occurred with two (2) different lot numbers (subject of this report and see related MDR 1037905-2018-00024). Additional information was received on 01/09/2018: the clinical leader had set up the first ligator. When she turned the handle the elastics did not come off the barrier [barrel] [unable to deploy bands]. They mounted another kit from another batch number on the endoscope. The same problem [occurred]. Two (2) kits were incriminated.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report. The trigger cord attached to the barrel with six (6) bands (five (5) black and one (1) amber) were included in the return. The two-way handle, loading catheter and irrigation adapter were not included in the return. As the two-way handle was not returned, we could not confirm the report of "it was impossible to turn the handle". A two-way handle and loading catheter were used from our shelf stock to evaluate the returned device components. The multi-band ligator device was attached to an endoscope that was placed in a simulated gastrointestinal position with vacuum attached. The endoscope has an accessory channel that is 2.8 mm in diameter (olympus 2.8 gif q20 endoscope). The multi-band ligator barrel was attached onto the end of the endoscope. Simulated varices were placed at the end of the barrel, vacuum pulled and each band was successfully fired. A visual examination of the device was performed. The trigger cord was examined and all twelve (12) deployment beads were present. The beads were verified for correct location. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord measured within tolerance. The trigger cord was intact and not broken. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution investigation conclusion: we could not conduct a complete investigation because the two-way handle was not returned for evaluation. A definitive cause for the reported observation could not be determined. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the portion of the device that was returned. The instructions for use includes the following guidance to ensure effective use of the device: "examine features of handle. It has two positions which control rotation. Firing position allows handle to be rotated in forward direction only. Two-way position allows handle to rotate both directions. Prior to introducing endoscope, keep handle in two-way position. With handle in two-way position, slowly rotate handle clockwise to wind trigger cord onto handle spool until it is taut." Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contains the following statement: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." A precaution in the instructions for use states: "it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." Band deployment difficulty can occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user: "note: knot must be seated into hole or handle will not function properly." System preparation in the instructions for use states: "attach barrel to tip of endoscope, ensuring barrel is advanced onto tip as far as possible. Note: when placing the barrel onto the distal end of the endoscope, ensure that the trigger cord does not become pinched between the barrel and the endoscope." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
The following was initially reported to the FDA on 01/22/2018: "in preparation for a procedure, the user selected a cook 6 shooter saeed multi-band ligator. [It was] impossible to launch the elastics [bands will not deploy] because of a fault on the launching [trigger] cord. [It was] impossible to tense the launching [trigger] cord. It was impossible to turn on the power. This incident occurred with two (2) different lot numbers (subject of this report and see related MDR 1037905-2018-00024). Additional information was received on 01/09/2018: the clinical leader had set up the first ligator. When she turned the handle the elastics did not come off the barrier [barrel] [unable to deploy bands]. They mounted another kit from another batch number on the endoscope. The same problem [occurred]. Two (2) kits were incriminated." Additional clarification information was received on 01/25/2018: it was impossible to turn the handle.